Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for connection issue is not confirmed. The assignable cause is undetermined.

Event description:
The customer contacted baxter's service center reporting a connection issue with the cassette on the homechoice (hc) during initial drain. The technical service representative (tsr) had the home patient (hp) close and open the transfer set. The hp was having trouble locating the correct end to ensure the transfer set was open, as well as the clamps. There was no fibrin. The hp was draining into drain bag. The hc returned several times to check patient line alarm. The hp was unable to tell if her transfer set was open. Then the hp stated she was now disconnected. The tsr advised the hp to put a mini cap on her stomach and let her registered nurse (rn) and daughter know that she did not do therapy tonight. The hp lives alone and the daughter helps set up the hc. The daughter went home after they set up the hc tonight. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.